Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The flow diverter device was not returned; therefore the complaint could not be confirmed and a definitive cause could not be concluded. It is possible that the moderate vessel tortuosity and deployed of the on a curve in the cavernous segment (carotid siphon) may have contributed to the reported event. It is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU), the user should begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the device has successfully expanded, deploy the remainder of the device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ MDR related to this event: 2029214-2017-00071, 2029214-2017-00072.

Event description:
Medtronic received report that during treatment of multiple small aneurysms, a flow diverter was delivered; however, this device was removed due to the distal section of the stent not opening. The device deployment was reported to have been on a vascular curve in the carotid siphon. The device was eventually removed. The patient was treated with a new device. No patient injury occurred. The anatomy was moderate in tortuosity. Treating vessel was the right internal carotid (access vessel diameter was 6 mm).